Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the quad ring was cut and a little piece of the ring dislodged into the shuttle causing the leak. Fse removed the piece and the leak resolved. (B)(4).

Event description:
The customer reported the unicel dxc 880i synchron access clinical system had leaking from the bottom of the cap piercer onto the top of the capped patient samples. The leak was contained to the instrument. Customer stated there were no erroneous results generated. No exposure reported. Customer was wearing lab coat, eyewear, and gloves.